Manufacturer narrative:
(B)(4)

Event description:
It was reported that the procedure was to treat a lesion in the mid to distal right coronary artery with heavy tortuosity and moderate calcification. A non-abbott guide wire was attempted, but failed to cross. The whisper guide wire was then advanced, but failed to cross due to the anatomy. The fielder guide wire was then advanced successfully. A 1.2 x 8 mm trek balloon catheter was then used for dilatation. The trek was removed and a 2.0 x 12 mm trek was used for dilatation. This trek was removed and it was suspected that the fielder guide wire was sub-intimal. The guide wire was pulled back to re-position, but there was no resistance. It was observed under fluoroscopy that the guide wire had separated in the distal artery. A snare was attempted, but was unsuccessful; therefore, the procedure was aborted. The patient was confirmed to be stable post-procedure, and was sent to bypass surgery on (B)(6) 2015. The guide wire was successfully removed and the patient was confirmed to be clinically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The analysis was performed by asahi intecc. Co. Ltd: based on the provided information, it is presumed that the tip of fielder xt might be unintentionally advanced into sub-intimal when it was advanced to the target lesion after the failure to cross by other guidewires, or during the other unspecified timing thereafter, where advancement, dilatation, deflation, and pull back of two balloon catheters were performed, resulting in the accumulation of push-pull force to the guidewire, of which the distal end was in the sub-intimal. The guidewire was broken off when the accumulated force exceeded the product design limit. All the shipped products are inspected in the production process for meeting products specifications and the release criteria, there is no indication of a product deficiency. The warning section of the instructions for use (IFU) describes: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, resulting in fragments being left inside the vessel. Inspect the guide wire carefully for bends, kinks, or other damage prior to use and whenever possible during the procedure. Advance the interventional device until the lesion is reached while preventing the guide wire from moving. Ensure that the guide wire tip and its location in the vessel are visible during interventional devices and manipulation. Separation or breakage of the guide wire is listed as a possible complication and adverse event. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.